Event description:
It was reported that a 3.0 x 200 mm armada 14 balloon catheter was being prepped outside the anatomy. When negative pressure was applied, the device kept pulling air. The device was not used. A new armada was used successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and analysis confirmed the reported inability to prepare, as the catheter continued to pull air when negative pressure was applied. It is likely due to a failure of the bond, allowing fluid to leak out the y connector. The severity risk level for this type of failure was assessed as low. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related leaks was noted by the manufacture. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.